Event description:
The surgeon implanted an aq2017v lens. The lens tore during insertion into the eye. The lens was removed. The pt had choroidal hemorrhage. Surgeon stated it was not caused by the lens but that the pt was diabetic. No other info has been forthcoming from the user facility. The product has been returned for evaluation and there was no damage noted.